Manufacturer narrative:
Evaluation conclusions: other, the suspect device was discarded. An investigation of this complaint will be performed and a follow-up report will be submitted when additional information is available. Note that the device was not used according to its labeled indication for use: "the merit endotek aero tracheobronchial stent system is indicated for use in the treatment of tracheobronchial strictures produced by malignant neoplasms".

Event description:
Merit medical became aware of this complaint during a search of the maude database. The complainant reported the suspect device collapsed in airway. The stent was removed and replaced.